Event description:
Customer's mother called in to report that the customer had high blood glucose of 246 mg/dl and the insulin pump is not working correctly. Caller stated that unit had a high pitch sound and they were unable to rewind. Caller stated that she changed the battery and the insulin pump screen was completely blank. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.